Event description:
It was reported that the trained physician attempted an arteriotomy closure of the common femoral artery using the starclose device after a diagnostic procedure. Force was used to remove the device. An angiogram was taken which did not reveal calcium or scar tissue. Manual compression was applied to achieve hemostasis. There was no patient injury or effects.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.